Manufacturer narrative:
(B)(4). The system unit was transferred to the manufacturer's field service site in (B)(6) for investigation. Upon opening the system, it was found that the 12-24v voltage converter board for the printer had one capacitor badly burnt. The supplier for the voltage converter board was informed of this incident. The supplier believes that this type of failure is due to the random component failure. Possible causes could include connecting to a load while being powered or connected to a load that was previously energized and still containing charge or the component could have failed on its own due to a latent defect from the capacitor manufacture. A new voltage converter board was placed in the system and is now under testing. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during a review of an earlier ivus case, some sparkles and smoke were observed on the system. The system was in a non-sterile room outside the catheterization laboratory when the incident occurred; therefore, there was no pt at risk. The system was shutdown and removed from the non-sterile room as soon as the smoke was observed. It was reported that there was no impact to the user during or after the incident.